Manufacturer narrative:
(B)(4).

Event description:
The pt experienced withdrawal and had a "rough night" the evening after the pump and catheter were replaced. It was determined the new pump tubing and catheter were not primed at the replacement surgery. The pump was set to minimum rate. On (B)(6) 2011, the pump was primed. The pump contained morphine 45 mg/ml and bupivacaine 12 mg/ml. Pt outcome was not reported. Additional info has been requested, but was not available as of the date of this report.